Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03847. It was reported the patient was unable to increase amplitude on her scs system. The patient was also not receiving coverage on the right side. Diagnostic testing revealed high impedance reading on all of the right lead contacts. In turn, the patient underwent surgical intervention wherein the right lead was explanted and replaced with a new one. Reportedly, effective stimulation was restored post-operative. Please note: the serial number is unknown for the explanted lead; therefore, all suspected devices are being reported as explanted.